Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was multiple inaccuracies with multiple sensors between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. The customer did not recall cgm and bg meter values. No additional patient or event information was available. A root cause could not be determined. A replacement sensor was sent to the customer.